Event description:
It was reported the patient presented to the hospital for a new system implant. The rv lead was implanted successfully; however, complications arose in the pocket with excessive bleeding due to a suspected nicked artery. A vascular surgeon was brought in to control the bleeding. The lead was removed and discarded. The patient was reported to be in stable condition.

Manufacturer narrative:
(B)(4).